Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 5054-52 lead implanted: 2004-(B)(6). (B)(4)

Event description:
The patient reported having an issue with the heart rate, explaining that the heart beats 4 times then stops for 1 beat and continues in that pattern. The patient had been doing some research on-line and had read about corroded leads and wondered if the symptoms were due that. Follow up was conducted with the patient¿s clinic; however, the patient had not been seen for a checkup. The healthcare provider did understand that the patient was not feeling well. The leads remain in use. No patient complications have been reported as a result of this event.